Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was found to have a broken grip tip, causing side to side misalignment of the grips. A piece approximately 0.745" was found to be broken off. The broken piece was not returned. The conductor wire was found to be broken on the grip tip. The conductor wire was broken at the at the grip routing. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the force bipolar instrument broke. Fragments were retrieved from the patient during the same procedure. The procedure was completed with a delay greater than 30 minutes.